Event description:
It was reported that the patient with this pacemaker system experienced dizziness and visited the emergency room (ER). The health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system stored atrial tachy response (atr) episodes due to concerns of noise on the right atrial (ra) lead. Upon review, ts determined that the ra lead exhibited oversensing noise, high out of range pacing impedances and had pacing inhibition of greater than two seconds. It was also noted that the pacemaker power consumption increased to 134% due to pacing in the ra lead was in suspension. Ts discussed possible causes with the hcp and recommended for further device and lead testing to be performed to evaluate the system. At this time, the pacemaker and ra lead remain in service. No additional adverse patient effects were reported.